Event description:
A malfunction was reported with a malfunction code of 24, and it was determined that the code was not resettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.